Event description:
Same case as #6000093-2005-00327. The initial report indicated only one taxus express2 stent complaint, however, the patient indicated during the most recent call that there were actually two taxus express2 drug eluting stents implanted initially. In may, it was reported by the patient that after a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction may have occurred. In 2005, the patient had a taxus express2 3.0x16mm drug eluting stent and a 2.5x16mm drug eluting stent implanted. Four days later, the patient began to have numbness in hands and feet. Seven days later, the patient was re-hospitalized for welts with rash, swelling of lips and face, blue lips, numbness in hands and feet. The cardiologist found nothing wrong with the taxus stent and an allergist was consulted. The allergist felt that the patient symptoms were due to his medications. The patient was taken off plavix and his medications were switched around. The patient continues to have follow up care with his allergist and cardiologist for medication changes. It was further reported, by the patient's spouse, that the patient recently presented to the health care provider with chest pain and shortness of breath. The caller reported that the patient was told by the health care provider that "he had EKG changes and needed a clot to be dissolved with medication." The patient was instructed to resume plavix. It was also reported that the patient has a rash on his neck and face that was described as "hard bumps that are warm to the touch and blotchy". Multiple attempts to contact the physician have been unsuccessful; therefore, no additional information is available. There have been different implant dates reported; therefore, the date of implant is unk.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties experienced during the procedure could not be determined.